Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their cobas e411 disk analyzer. The patient's initial sample was run on an aliquot tube from the customer's modular pre analytics (mpa) device. The initial result was 0.384 miu/ml and it was reported outside the laboratory. The physician called and questioned the result. The sample was then tested on an e170 analyzer using a sample cup pour off from the primary tube and the result was 383.1 miu/ml accompanied by a data flag. A sample cup pour off from the mpa aliquot tube was tested on the e170 analyzer and the result was 382.8 miu/ml accompanied by a data flag. The customer attempted to simulate conditions that would produce the discrepant result. The original sample tube from the mpa was placed on the e411 disk crooked and the result was 397.5 miu/ml. The customer then attempted to produce foam or bubbles in the aliquot tube and the result was 366.0 miu/ml. The customer considered the results from the e170 analyzer to be correct. The patient was not adversely affected or harmed because the result was questioned by the physician and the patient was not treated until the result was repeated and correct result verified. The hcgb reagent lot number was (B)(4) and the expiration date was 01/31/2013. The field service representative found a sample probe needing alignment at the sample disk and a liquid level detection error on the sipper/reagent probe (s/r probe). He aligned the s/r probe and verified the s/r probe voltage. He checked the humidity of the laboratory, which per specification needs to be between 20-80%. The analog gauge read a humidity level of 42%. The digital gauge read below 20%. He found that the static discharge brush at the sample disk was worn, but still touching the sample disk at the base. He replaced the static brush. He verified all service assays were performing to specification. The carryover was within specification. The customer verified controls per the laboratory's quality control program.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.